Event description:
It has been reported that the surgeon was using a fixture mount to place an implant. The surgeon attempted to remove the fixture mount from the implant and discovered that the fixture mount was froze to the implant. During the same surgery, the surgeon removed the implant with the fixture mount attached and was able to place a different implant using a different fixture mount into the site. Pt injury has not been reported.